Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer muscular vsd occluder was chosen for implant. During deployment, the device had a cobra deformation of the right ventricular disc. It was reported there was no interaction of the free wall of the ventricle. A decision was made to replace the device with a second 16mm amplatzer muscular vsd occluder. There was no report of any adverse patient consequences and the patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that there was no angulation or kink in the delivery system was noted, it was unknown if there was interaction with cardiac structures during deployment, and an 9f delivery sheath was used. Based on the information reviewed and returned device analysis, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer muscular vsd occluder was chosen for implant. During deployment, the device had a cobra deformation of the right ventricular disc. It was reported there was no interaction of the free wall of the ventricle. The deformed device was never released from the delivery cable while inside the patient and there was no report of any angulation/kink noticed in the delivery system. A decision was made to replace the device with a second 16mm amplatzer muscular vsd occluder. The replacement device was implanted in the patient with no adverse patient consequences. There was no report of any adverse patient consequences and the patient status was reported as stable. It was reported there was a clinically significant delay in the procedure due to this event but it did not lead to hemodynamic compromise of the patient.